Manufacturer narrative:
Concomitant medical products: carboplatin 600mg/60ml, teva ndc 0703-4239-01, lot 19e13ka, exp 5/21. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Carboplatin residue found on the smartsite bag access of the texium infusion set after injecting carboplatin into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Carboplatin residue found on the smartsite bag access of the texium infusion set after injecting carboplatin into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
The customer¿s report of residue found on the smartsite bag access of the texium infusion set was confirmed after review of the picture evidence the customer provided. The vialshield and texium syringe were visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received texium syringe or smartsite vialshield. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the texium syringe and smartsite vialshield. The customer did not send in the texium infusion set. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.